Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose event. Blood glucose level at the time of the incident was 600 mg/dl and it was down to 269 mg/dl treated with manual injection or insulin pen. Customer has been using the insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature was not active at the time of high blood glucose event. High pressure test was passed. Infusion set had bent cannula. Customer's last blood glucose reading was 260 mg/dl. The insulin pump will not be returned for analysis.